Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 pusher assembly. The pusher assembly was kinked at approximately 1.0 cm from the hub. The embolization coil was intact with the pusher assembly and undamaged. Conclusions: evaluation of the returned pod6 revealed a functional device. During functional testing, the pod6 was able to advance through a demonstration lantern without an issue. The lantern microcatheter identified in the complaint was not returned for evaluation. The reported resistance during advancing the pod6 into the lantern microcatheter was unable to confirmed. Further investigation revealed that the pusher assembly was kinked near its proximal end. This kink was likely incidental to the reported complaint and could have occur during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6s. During the procedure, the physician encountered resistance while advancing the pod6 through its introducer sheath and reported that the pod6 was unable to advance to the hub of the lantern delivery microcatheter (lantern). Subsequently, the physician noticed that blood had entered the pod6 introducer sheath. Therefore, the pod6 was removed and was not used in the procedure. The lantern was then flushed and re-advanced. The procedure was completed using ruby coils, another pod6, and the same lantern. There was no report of an adverse effect to the patient.